Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial reports, it was noted that protamine was also administered to achieve hemostasis. No additional information was provided.

Event description:
It was reported that this was a closure of an unknown vessel using three prostyle devices after a percutaneous coronary intervention procedure with a 6fr sheath. Reportedly, the first device was successfully flushed with saline prior to use; however there was no blood return in the marker lumen. A second and third device were used but a suture break occurred with both devices. A non-abbott device and manual compression were used to achieve hemostasis. It was also noted that bleeding, bruising and a prolonged hospitalization occurred. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.